Event description:
The dental implant fx6008swc was removed on (B)(6) 2019 due to failure to osseointegrate 4 months and 26 days after implantation. The patient has history of hypertension and diabetes. The doctor noted periodontal disease during explantation. The patient has recovered without complications.